Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the hub has only been up for a couple of days but there have been repeated failures. There has been patient involvement because the hub goes down during cases. [Update - loss of image on primary monitor for 5 minutes.]. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be due routing configuration/setup, cable/cable connection, or software. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.